Event description:
The lay user/pt contacted lifescan on 01/24/2008 and alleged that his one touch ultrasmart meter (serial number not provided) was not powering on. The medical affairs specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. The pt reported, that the alleged issue first occurred in 2008, at 6:30 am. He also mentioned, that he was not experiencing any symptoms at the time of concern. However, at 3:00 pm that same day, he received assistance from a healthcare professional. He was tested on the doctor's meter with a result of 47 mg/dl and was administered oral glucose. The pt did not have the meter or supplies with him at the time of the initial call. Therefore, troubleshooting could not be completed since the pt was unable/unwilling to answer if he was using the correct test strips, if the battery was correctly installed and what the condition of the battery contacts were. However, it was verified that the pt had replaced the battery per the owner's manual and based on the info provided, there was no misuse of the product. This compliant is being reported because the pt claimed to have been tested on the doctor's meter with a result of 47 mg/dl after the reported issue had begun. He was administered oral glucose. The alleged issue was not resolved. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will eval it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.